Event description:
It was reported by the sales representative that while shaving the meniscus the blade flaked and left metal shavings in the pt. The shavings were retrieved from the pt and surgery was completed successfully.

Manufacturer narrative:
Additional information will be provided once investigation is completed.